Event description:
As reported: "on (B)(6) 2020, the patient was admitted to the hospital because of pain and poor activity in the right foot due to falling down. It was confirmed that 2 and 4 metatarsal of the right foot of the patient fractured. Then surgery was performed to the patient. After the surgery, the patient recovered and was discharged from the hospital. The patient went to the hospital for examination regularly . On (B)(6) 2022, the patient came to the hospital to remove the steel plate. The preoperative radiograph showed that the steel plate was broken, and the patient did not complain any obvious discomfort. The doctor thought that the bone healed well after examination, and agreed to remove the plate. The patient is in good condition after the surgery of removal of the plate. The event did not cause harm to the patient."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Manufacturer narrative:
Please note the corrections to d1, d4 catalog #, d4 lot # and gtin. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. A review of the complaint history of catalog number 57-10191 has shown that there are no other complaints of the same nature registered. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. Based on the provided information was the device implanted for 19 months and the implant did fulfill its main function to support the bone healing process as required, although the device was used for the foot instead of the hand. However, both factors, the long implantation time and the region where the device was used, may have contributed to a fatigue failure of the plate. In this relation following statements of the instructions for use can be pointed out: ¿indications the variax hand implants are indicated for internal fixation of the bones of the hand for the following procedures: ¿fracture fixation ¿arthrodesis ¿deformity correction ¿reconstruction" [¿] "¿screw and plate implants are designed to function only until normal bone healing is completed (usually 6¿12 weeks). Delayed healing, non-union, bone resorption or additional trauma may lead to excessive stress on the implant(s) and result in loosening, bending, cracking or breaking of the implant(s)." If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "on (B)(6)-2020, the patient was admitted to the hospital because of pain and poor activity in the right foot due to falling down. It was confirmed that 2 and 4 metatarsal of the right foot of the patient fractured. Then surgery was performed to the patient. After the surgery, the patient recovered and was discharged from the hospital. The patient went to the hospital for examination regularly . On (B)(6)2022, the patient came to the hospital to remove the steel plate. The preoperative radiograph showed that the steel plate was broken, and the patient did not complain any obvious discomfort. The doctor thought that the bone healed well after examination, and agreed to remove the plate. The patient is in good condition after the surgery of removal of the plate. The event did not cause harm to the patient."